Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, around 10 am, the patient's cgm reading was 75 mg/dl, which dropped to 55 mg/dl within 20 minutes. No blood glucose meter comparison value was taken. The patient attempted to eat cookies but began vomiting. Emergency medical service (ems) was called. Upon arrival, ems noted the patient's cgm reading was low mg/dl, and the blood glucose meter reading was 30 mg/dl. The patient had a seizure and lost consciousness for approximately 8 minutes, resulting in a tongue injury. Ems treated the patient with IV glucose and transported her to the emergency room. At the emergency room, the patient was treated with IV d10 (dextrose). She was discharged around 2:30 pm the same day with a blood glucose level of 120 mg/dl (it was not specified whether this was a blood glucose meter or cgm value). At the time of the report, the patient had a light headache. Data was evaluated and the allegation was confirmed.the probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when cgm values dropped. The reported glucose values fall within the a zone of the parkes error grid when ems checked. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.